Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00274.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00274. It was reported the patient's ipg was unable to enter MRI mode. Diagnostic testing revealed high impedance values on one lead. In turn, surgical intervention was undertaken wherein one lead was explanted and replaced. This addressed the issue. It is unknown which lead had high impedance and was explanted, therefore both leads are being reported.